Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. While daily shock impedance values remained high but within normal limits, a commanded test resulted in values exceeding 200 ohms. No noise or pacing impedance abnormalities were observed. Ts suggested vector reprogramming. No adverse patient effects were reported. This rv lead remains in service.